Event description:
The customer reported a 'communication error' and 'control panel error' were displayed and the system was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors, power relay pcb and power distribution pcb were evaluated and reseated. The system was tested and found to be working as intended and returned to service.